Event description:
It was reported that this right ventricular (rv) lead noted lost on slack during post procedure check which was confirmed through x-ray. Also, during pre-discharge check, the lead had no capture at maximum outputs. This rv lead was explanted, and no new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found retracted helix and dried body fluid in the helix housing. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement and failure to capture. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that this right ventricular (rv) lead noted lost on slack during post procedure check which was confirmed through x-ray. Also, during pre-discharge check, the lead had no capture at maximum outputs. This rv lead was explanted, and no new lead was implanted. No additional adverse patient effects were reported.